Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection at the implant site. On (B)(6) 2017 the recipient was prescribed ceftriaxon and teicoplanin for approximately 2 months. The recipient was hospitalized for approximately 1 month. The recipient's abscess was drained. The recipient was recommended non-use for approximately 1 month. The recipient's device was explanted.

Manufacturer narrative:
The recipient's infection has reportedly not resolved. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. However, the device was failing in-house testing while no complaints were reported in the field. The failure of this device is attributed to a short at the analog integrated circuit. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient also presented with edema. The recipient's infection has resolved. This is the final report.